Event description:
Customer reports a headache secondary to cough. Md seen and prescribed cough syrup that did not subside the cough. The customer purchased otc cough syrup which has helped make slight improvement.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is crucial to highlight that the client reports a medical history involving pulmonary issues attributed to black mold exposure. Non-compliance with our instructions for use (IFU) regarding handwashing has been observed. Furthermore, despite alleged harm, the client has chosen to retain and persist in the use of the soclean device. This report is submitted as part of our commitment to due diligence.